Manufacturer narrative:
The device has not yet been evaluated, and no definitive conclusion can be made regarding the clinical observation. A supplemental report will be sent if additional information is received.

Event description:
Medtronic received information that approximately three years post implant of this bioprosthetic valve, this valve was explanted and replaced due to mitral stenosis. Significant pannus ingrowth was found on the valve leaflets and stents, and a thrombus had formed under an in-grown valve leaflet. The explanting surgeon removed part of the pannus for a pathology investigation. The atrial appendage also had thrombus formation with it. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A visual examination of the returned device was performed upon receipt. The device was received in a light tan 0.2% glutaraldehyde solution in an explant kit. The stent posts appeared slightly deflected. The right and non-coronary cusps appeared slightly stiff but flexible except where host tissue extended on the inflow and outflow. All leaflets appeared intact. All commissures appeared intact. Pannus lined the sewing ring on the inflow, over the tissue and base stitching adjacent to all cusps, to the inflow margin of attachment, into all inferior coaptive areas and onto all cusps, which reduced the inflow orifice area. Pannus was seen on the outflow lines the sewing ring adjacent to the non-coronary and left cusps, over the outflow rails adjacent to all cusps, to the left right stent post, slightly covering the left right commissure and commissural area. Pannus lines were seen the non-coronary cusp outflow margin of attachment to the non-coronary left commissural area. Tan to brown thrombotic appearing host tissue filled and stiffened the left cusp on the outflow. Tan to brown thrombotic appearing host tissue partially filled the right cusp on the outflow. Radiography showed no evidence of mineralization in the valve or host tissue. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and healing response with the surgical valve. Pannus formation is patient dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring or sutures, and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy, and inadequate anti-coagulation. The time of pannus formation after valve implantation varies. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Conclusion: the pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve, causing stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.